Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed a grade 1/partial device related thrombus (drt) in regard to the closure device. There were no corrective actions or diagnostic tests associated with the finding. There were no further details made available.

Event description:
The patient was a part of a clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed a grade 1/partial device related thrombus (drt) in regard to the closure device. There were no corrective actions or diagnostic tests associated with the finding. There were no further details made available.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.